Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular steering with the clip delivery system (cds). It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The cds was advanced to the left atrium; however, when steering the cds to the mitral valve with the m-knob, the clip went in the opposite direction. The p knob was used to successfully steer the cds and the clip was implanted. The mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to position the device due to the sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported difficulty to position in this incident could not be confirmed. The returned device analysis confirmed that the steerable sleeve functioned as intended. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.